Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the valve was set for deployment at +6cc additional volume manipulation. The patient presented with a regurgitant trileaflet aortic valve with minimal calcium, and a 700mm native annulus. The valve landed above the annulus and canted on one side. The patient was noted to have a septal bulge as well as a horizontal aortic root. Due to the canting, a second valve was deployed and landed 80/20 (aortic/left ventricular) from the target. The procedure was considered successful and the echo mean pressure gradient was 3mmhg.

Manufacturer narrative:
Investigation is ongoing.